Event description:
Patient was treated in 2003. Pt developed indentations on both cheeks about one month post treatment. Thermage was notified of event 3 mos later. Status of follow-up in 03/04. The left check has improved. However, indentations still present on right side. The doctor used microderm abrasion for the indentations. Status of most current follow-up; 04/04. Pt has not returned to the doctor's office for follow-ups. Unknown if pt will return. Dr will contact thermage when or if the pt returns to the doctor's office for follow-up.